Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a moderately calcified and tortuous proximal lad lesion exhibiting 60% stenosis . The device was removed from its packaging as per IFU and inspected with no issues noted. No difficulties noted when removing the protective sheath, stent was inspected post removal of the protective sheath, no issues noted. Negative prep was performed successfully. Lesion was pre-dilated. No resistance was noted during delivery or excessive force used. The device did not pass through a previously deployed stent. It was reported that during delivery and prior to balloon inflation and stent deployment, the stent came off the balloon delivery system. Inflation device remained on neutral pressure during delivery of the device. The physician was able to navigate a balloon through the un-deployed dislodged stent and was able to expand it in the vessel. The stent missed the lesion slightly and a second stent had to be placed to cover the entire lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.